Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Due to the pt's heart condition revision surgery is not possible at this time. It is unk which knee component may be causing the pt's pain and discomfort. Should any additional info be provided to further this investigation, this report shall be updated.

Event description:
It was reported that the pt is experiencing left knee pain. No revision surgery has occurred due to the pt's heart condition.